Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported, during implanting a anchorage screw in a patients forefoot the distal threaded part of the drill bit broke. The patient had average bone quality.

Manufacturer narrative:
The reported event that standard drill bit anchorage ø2.0mm / l110mm, ao was alleged of 'breakage during surgery' could be confirmed. Based on investigation, the root cause was attributed to be user related. The failure was caused by overtorquing the device which was not properly maintained. The device was manufactured in 2014, 3 years before the reported event. In addition, the visual inspection showed a lot of scratches and damages on the remaining part of the tip and flutes are blunt. Microscopic inspection of the broken surface revealed a brittle fracture of the device. Therefore this case is considered as user related. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
It was reported, during implanting a anchorage screw in a patients forefoot the distal threaded part of the drill bit broke. The patient had average bone quality.